Manufacturer narrative:
Evaluation was not possible, as the device has not been returned. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. A review of the device history record was performed which confirmed no inconsistencies. In the event the samples are returned for evaluation the complaint will be reopened for additional investigation. (B)(4).

Event description:
During a rotator cuff procedure, it was reported that shedding occurred soon into the procedure. The doctor used two of the same lots that were shedding fragments. These were flushed from the joint. A back-up device with a different lot number was utilized to continue. The doctor finished the procedure with no further incident. A five minute delay and no patient injuries were reported.